Event description:
Customer's husband called to report low blood glucose reading and hospitalization. The current blood glucose reading is 22 mg/dl. The customer was unable to move and she was in bed most of the time. The paramedics were called and treated with glucose tablets. The customer was transported to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.